Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. Customer's blood glucose was unknown at the time of incident. The customer indicated that the pump did not alarm to replace the battery before the failed battery alarm appeared. Troubleshooting was declined by the customer. No further details given.